Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose above 250 mg/dl while wearing the pod between 49 and 71 hours. When the pod was removed from the infusion site (abdomen), the cannula was found to be blocked. As treatment, a new pod was applied.

Manufacturer narrative:
Inspection fluid path and drive mechanism found no evidence of any damages or deficiencies that would result in the obstruction of fluid flow through the cannula. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate an obstruction of fluid flow. Insulet therefore no longer considers this case to fulfil reportability criteria.